Event description:
The international customer reported the ventilator shutdown and then could not power on via ac or battery power. The customer reported the ventilator displayed low battery and then shut down. The customer reported the battery could not charge. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. Loss of power during normal ventilation mode may be detrimental if in use on a patient. The manufacturers service engineer confirmed the reported problem. The service engineer replaced the power supply to address the reported problem.